Event description:
It was reported by service report that the lift-here labels were torn away and the retainer plate covers were missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift-here labels and retainer plate covers.